Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to due to flexion contracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name#triathlon 2x9 ps insert; cat#unknown; lot#unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to flexion contracture. A size 3 ps pressfit femur and 2x9 ps insert were revised to a cemented ts femur and 2x11 insert.